Event description:
It was reported by service report that the bed had a broken footboard with sharp edges and possible areas for fluid ingress. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - footboard.